Event description:
The customer contacted stryker to report that their device will not turn on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue is the unresponsive on/off button on the keypad. The device is not reparable. The device will be returned to the customer unrepaired.